Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "low power alert" screen. Customer¿s blood glucose level was 157 mg/dl. Customer's reset pump and pump resumed functionality.